Manufacturer narrative:
Conclusion: device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the manufacturer that a lead break was visualized via x-ray and the naked eye. The vns patient was in surgery for generator replacement when the lead break was visualized via naked eye. The vns patient's lead was also replaced in the same surgery. The physician reported that no patient manipulation or trauma occurred to have contributed to the event. Good faith attempts to obtain explanted products for analysis are underway.